Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 70 mg/dl. It was also reported that the customer experienced a blood glucose (bg) level of 55 mg/dl the cause of low bg was unknown. The customer treated the low bg by consuming carbohydrates and with intravenous saline in the emergency room. Reportedly, customer left the ER 12.5 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.